Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site for evaluation. The reported issue was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of a z9002 18.5 diopter intraocular lens, a vitrectomy was required. No further information was provided.

Manufacturer narrative:
In date of event, in the initial MDR was incorrectly entered. The actual date of event was unknown and was correctly referenced in of the initial MDR. Date of event: unknown. All pertinent information available to abbott medical optics has been submitted.